Event description:
Pt reported that the expiration date, printed on the drum vial, appeared as "2.65-03." Pt's blood glucose was not affected and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.